Manufacturer narrative:
The reported events of no magnet response and inability to interrogate were confirmed. The device was received with no output and no telemetry communication. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found in normal range. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
Related manufacturer reference number: 2017865-2023-47867. It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the pacemaker exhibited no magnet response and no inductive telemetry. The right ventricular lead oversensed noise, which triggered pacing inhibition. The pacemaker was explanted and replaced, and the right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.